Event description:
Rptr had implants and is having severe pain and loss of function as far as eating and speaking. Rptr has christensen implants and each day is a struggle to get through. The implants have been replaced in 1993 and caused the problem to get worse. Rptr now has other medical problems.